Manufacturer narrative:
(B)(4). Follow up report for correction. The date received by manufacturer was incorrect in the initial MDR, date should be 03-sep-2025.

Event description:
Date of awareness is 09/03/2025.

Manufacturer narrative:
The customer reported chemo drugs have been leaking, and returned video evidence of the texium connector leaking when in connection to another device. The reported material is 4030b-07t, lot unknown. The video verifies the complaint of texium component leakage. The root cause has been identified to be related to the manufacturing process. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the texium device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Event description:
Customer provided event dates related to 3 different devices but was unable to attribute the dates to any specific device. No additional information provided.

Event description:
It was reported that bd smartsite closed male luer was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that chemo drugs have been leaking from them causing spills.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.